Manufacturer narrative:
Additional information: after washing, before entering the sheath, when the stent was advanced forward on the guidewire, it was found that the stent automatically deployed about 2 cm, and then the progress of upward advancement of the stent was stopped and the guidewire was withdrawn. The device did not fracture. The procedure was completed after replacing with a different model. Updated section d correction: section d.2 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the protege everflex device was returned to medtronic investigation lab for evaluation. The device was returned coiled inside a biohazard bag. The device was returned with the manifold safety locking pin tight. The device was received with approximately 5mm of the distal end of the stent exposed. Some struts are broken. The deployment paddles are approximately 81mm apart (74.0mm-86.0mm). The proximal deployment paddle was pinned, and the distal deployment paddle was pulled to fully expose/ deploy the stent. The stent was examined, and it was found that some struts were broken/ damaged. The distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 27mm and 29mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use protégé everflex during procedure to treat a moderately calcified fibrous lesion in the mid superficial femoral artery (sfa) with chronic total occlusion (cto-100%). The vessel was little tortuous. The vessel diameter and lesion length are 7mm and 11mm respectively. No embolic protection was used. There was no damage noted to packaging. The device was prepped per IFU with no issues identified. The lesion was not pre dilated. It is unknown if the device passed through a previously deployed stent or if resistance was encountered when advancing. Device break/fracture occurred. The detached portion did not remain in the patient with no residue in the body. The procedure was successfully completed. There was no patient injury.